Manufacturer narrative:
The sample associated to this report is currently in transit for device analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that pilot balloon has inflation/deflation issue. There was no patient involved. Follow up efforts are being made to gather additional information related to the reported event.